Event description:
Boston scientific (formerly guidant) received information from the patient's husband in response to a patient mailing. The patient's husband reported that one day post implant of the ancure endograft, complications were noted and the patient passed away. No additional information was reported at this time.

Manufacturer narrative:
Attempts to obtain additional information from the patient's physician were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.